Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with an (B)(4) cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h52p3x, (mfg date 9/1/2011; exp date 8/1/2016).

Event description:
It was reported that during an lavh procedure, on the first device the battery died at the first firing. The device cut and stapled about halfway. The reverse was used and the device was removed from tissue. A second device was pulled and the device was fired three times successfully. On the fourth firing the battery died halfway through the firing. The reverse was used and the device was removed from tissue. At that time they were finished with that portion of the procedure and another device was not pulled. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Broad ligament. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing on the first device and the 4th firing of the second device. What color cartridge was being used? 1st device gray, 2nd device gray. What other color cartridges were used before and after this event? Gray. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Only sounded like the battery was dying. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The rep stated that there was enough power in the battery to reverse the knife and open the device.